Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. A field service engineer (fse) visited the site on (B)(4) 2010, to assess the instrument. The fse observed very low reagent volumes (near empty) onboard the analyzer. He replaced the reagents and performed a reproducibility test, ran controls and performed a probe alignment on the instrument. It appears that the root cause for the erroneous results was due to low reagent volume.

Event description:
The customer reported that the act diff 2 hematology analyzer generated erroneously high hematocrit results on samples from several pts on one day. The customer considered all other cbc (complete blood count) parameters to be correct. The erroneous test results were reported out of the laboratory. The nurse questioned the h & h (hemoglobin and hematocrit) results at the end of the day; the last pts' results were withheld from distribution. All pts were redrawn and the specimens were sent to a reference lab for testing. The redrawn specimens recovered lower hematocrit results compared to the initial act diff 2 results and were considered correct by the customer. Corrected reports were issued. The customer did not provide complete correct cbc results so it is unk if mcv (mean cell volume) or rbc (red blood cell) counts were the contributor to the incorrect hematocrit (hct) as hct is a calculated parameter. There was a delay in reporting results due to the pts having to be redrawn and the specimen testing at a reference laboratory; however, there were no reported changes to pt treatment associated with this event.